Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: (B)(4). Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that an unspecified bd tube underfilled. The following information was provided by the initial reporter: "when using the tube, it found that the tube has low or no draw issue."